Event description:
It was reported that during a ptca procedure, a wire fracture occured. The lesion was located in the second segment of the right coronary. While removing the floppy rtw from the patient, it fractured. The physician attempted to remove the retained segment from the patient using another wire and balloon without success. There were no additional patient complications. Patient status is listed as "ok". Additional information about the event has been requested.